Manufacturer narrative:
(B)(4): the device reported, list number 52034, is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported an under-delivery. The intended delivery amount was 76 ml/hr; however, the actual amount received was 43 ml over 1 hour.